Event description:
Patient had essure placed for sterilization, subsequently experienced increased dysmenorrhea, weight gain, hot flashes, fatigue, and sleep disturbances. She requested removal of the implants and underwent total vaginal hysterectomy and bilateral salpingectomy. Patient thinks her symptoms are due to nickel allergy.